Event description:
Profound and permanent neurological injuries [nervous system disorder]. Zinc toxicity [metal poisoning]. Copper deficiency [copper deficiency]. Extensive nerve damage [nerve injury]. Muscle weakness [muscular weakness]. Loss of coordination [coordination abnormal]. Difficulty maintaining balance [balance disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that his client a (B)(6) female, used fixodent denture adhesive, version unknown cream and reported the following: profound and permanent neurological injuries, zinc toxicity, copper deficiency, extensive nerve damage, muscle weakness, loss of coordination, difficulty maintaining balance, severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care, unspecified medications. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.